Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump gave motor rewind error alarms multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found records of the reported call service alarm. Moisture was evident behind the display. The bolus button was missing and corrosion was found on the button contact. The pump powered up to the verify screen with auditory and vibratory feature. A rewind/load/prime sequence was executed without incidences. Investigation was unable to complete a 24-hour pump exercise due to loss of prime alarms. The reported call service alarm issue was verified in the black box but not duplicate in the investigation. A leak test showed the pump was leaking due to the missing bolus button. The pump casing was opened to further investigate and moisture corrosion was found on the motor connector wire and the force sensor assembly.